Event description:
It was reported that a large volume infusor stopped flowing despite attempted with the ¿force prime procedure¿ after filling the infusor with diluent and an unknown cytotoxic drug. The customer stated that pharmacy technician was able to prime the infusor successfully with 50ml of 0.9% sodium chloride diluent. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4): the lot 13d078 was manufactured april 30, 2013 ¿ may 1, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was not available for evaluation; however, a picture was available for visual inspection. The pictures did not provide objective evidence of "no flow". Therefore, the reported condition could not be objectively confirmed. Should additional relevant information become available, a supplemental report will be submitted.